Manufacturer narrative:
Product investigation is in progress.

Event description:
Stayed in body - tampon [foreign body in reproductive tract] tampon shedding issue [device breakage]. Case narrative: consumer reported via phone that there was a shedding issue with the tampon she was using. No serious injury reported.

Event description:
Stayed in body - tampon [foreign body in reproductive tract]. Tampon shedding issue [device breakage]. Case narrative: consumer reported via phone that there was a shedding issue with the tampon she was using. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation correction: returned product received date 14-jul-2023.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Stayed in body - tampon [foreign body in reproductive tract]. Tampon shedding issue [device breakage]. Case narrative: consumer reported via phone that there was a shedding issue with the tampon she was using. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Stayed in body - tampon [foreign body in reproductive tract]. Tampon shedding issue [device breakage]. Case narrative: consumer reported via phone that there was a shedding issue with the tampon she was using. No serious injury reported.